Event description:
The patient reported that the buttons were hard to press. The arrow button did not always respond to presses on keypad. The reporter denies water exposure.

Manufacturer narrative:
The pump was returned to animas for evaluation. The evaluation revealed that the "ok" button responds intermittently. The "up" and "down" buttons are responsive to user input. The keypad was removed and the "ok" button contact was found to be inverted. Additionally adhesive was noticed under all button contacts.